Event description:
A malfunction alarm identified as malf 12 was reported, indicating a momentary power loss to the vibrator motor. The issue was addressed without causing the customer's blood glucose level to exceed the normal range. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reoccurred.